Event description:
It was reported that there was a medical or therapy problem and a patient death, but the death was not device related. The cause of death has been requested and not yet received. The patient was pacemaker dependent.

Event description:
A customer received multiple d-dimer results of approximately 2000 ngfeu/ml which did not fit the clinical picture of the patient. The customer provided nine d-dimer results from one patient sample: result 1, 1910.7 ng/feu/ml. Result 2, tested (B) (6) 2009, 1934.6 ng/feu/ml. Result 3, tested (B) (6) 2009, 1753.4 ng/feu/ml. Result 4, tested (B) (6) 2010, 1886.2 ng/feu/ml. Result 5, tested 3/10/10 using siemens acl elite pro, 77 ng/ml. Result 6, tested (B) (6) 2010, 1710.0 ng/feu/ml. Result 7, tested (B) (6) 2010, 1540.8 ng/feu/ml. Result 8, tested (B) (6) 2010 with 1:6 dilution, 1092.5 ng/feu/ml. Result 9, tested (B) (6) 2010 with 1:3 dilution, 1079.8 ng/feu/ml. The initial d-dimer results were reported. The customer stated the patient was not adversely affected. The patient did undergo some complicated medical procedures to find a reason for the high d-dimer level. Due to the high d-dimer results, the patient was hospitalized three times. According to the customer, the patient's status is stable. Doctors stopped with antithrombotic treatment because they didn't know which d-dimer result was correct. D-dimer reagent lot was 62629401. Currently, it is unknown which d-dimer results are accurate. The investigation is on-going.

Manufacturer narrative:
Serial # of analyzer was not provided. It is unknown if initial reporter sent report to FDA. (B) (4).

Manufacturer narrative:
One patient sample was returned for investigation. A non-specific igm interference was present in the patient sample that might have caused the falsely high cobas integra 800 results. The patient was not adversely affected. Possible igm interference is documented in the d-dimer package insert: "in rare cases, igm, particularly in samples from patients with myeloma, can give falsely high results. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings".